Event description:
It was reported that the bd alaris smartsite bag access device was damaged. The following information was provided by the initial reporter: smartsite bag access device had a defect/hole located in the inner section of the needle-free valve (blue component).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Additional information in section b. Investigation result: no 2300e sample was available for investigation. The customer reported that the affected sample was from lot: 23095138 and that the "smartsite bag access device had a defect/hole located in the inner section of the needle-free valve (blue component)." As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's experience where part of the smartsite piston was missing. The details of this feedback were forwarded to the manufacturing site for investigation. Following a review of the manufacturing process, their analysis confirmed that the piston damage is most likely to have been caused during the injection of fluorosilicone into the smartsite piston, which was not identified during subsequent assembly steps. A review of the production records for lot: 23095138 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Since the production of the affected lot, the affected smartsite assembly machine has been repaired; which should minimise reports of this nature during future production. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 2300e product over the past 12 months.

Event description:
Please confirm how the fault was identified? Visible inspection prior to use if during infusion, how long into the infusion? N/a - all items inspected prior to being allocated to a procedure as part of our quality management. Please confirm the make and model of the connecting product(s)? Nothing was connected. We only attach various sizes of bd luer lock syringes when this item is required please confirm if this resulted in a leakage? No. Please confirm if the component was accessed with a needle then reused? No, this item was not used. Routine use of this bag access device is only via luer lock syringe. Was there any patient harm? No.